Event description:
The customer reported partial aspiration errors on quality controls (qc) initially. However, the customer called back and reported that there was a fluid leak of approximately 2ml from the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with the reported event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and stated that the leak was contained within the instrument. Upon further evaluation, the fse indicated that the blood sampling valve (bsv) was not rotating and there was fluid dripping from the probe. The fse also observed an on-going aspiration p error issue and mode-to-mode calibration issues. The fse discovered one of the wires (tubing) for the pancake valve (bsv actuator valve) had broken off, preventing the front section (with the manual probe) from rotating. The fse repaired the valve wire and the bsv rotated properly. Per the fse, this was the possible source of the aspiration p errors and mode to mode issues; however, the fse replaced the bsv as a precaution. The fse also adjusted the manual mode calibration factors following the repairs. Failure mode was attributed to broken tubing at the bsv actuator valve resulting in partial aspiration errors during the quality control (qc) runs. (B)(4).